Event description:
Customer reported positive result on their biological indicator (bi) at 48 hours. The loads in question were recalled, however some were not recovered. The facility reports they are following their policy for this issue. The IFU regarding reading results, testing the positive bi in the lab, and checking the integrity of the vial before and after processing was reviewed. No pt injuries have been reported as a result of this event.